Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 9121956 it was reported that needle clogs during injection. Non patient end is also bent. Verbatim: issue(s): finding during the injection the needle clogs. Consumer removes from pen and finds the non patient end to be bent. Informed proper placement of the needle to her pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 9121956. It was reported that needle clogs during injection. Non patient end is also bent. Verbatim: issue(s): finding during the injection the needle clogs. Consumer removes from pen and finds the non patient end to be bent. Informed proper placement of the needle to her pen.